Event description:
It was reported to hill-rom that the device caught fire and reportedly the carpet was burned.

Manufacturer narrative:
A poor electrical connection at or within the power inlet filter was the cause of the overheating issue.